Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and medical device monitoring error "only the left device was implanted". The patient's medical history included vaginal delivery in (B)(6) 2009. Previously administered products included for an unreported indication: depo provera in (B)(6) 2009. Concomitant products included levonorgestrel (mirena) since 2015 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced myocardial infarction ("heart attack"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), migraine ("migraines / headaches") and diabetes mellitus ("diabetes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with caffeine;paracetamol (excedrin), insulin glargine (lantus), insulin lispro (humalog), metformin, paracetamol (tylenol), coronary stent and surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nervous system disorder, weight increased, diabetes mellitus and myocardial infarction outcome was unknown and the dyspareunia and migraine had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, myocardial infarction, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury bladder problems ,uti, vaginal infection ,vaginal discharge. Only the left device was implanted because there was too much scar tissue on the right side, which prevented implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (left tube occluded), the left device was implanted in the right spot and the tube was blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received: case become incident. Essure removal date and surgeries were added. Lot number added. Events: migraines / headaches, diabetes, heart attack, dyspareunia, only the left device was implanted were added. Event onset date, patient demographics, medical history, concomitant drugs, lab data, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and medical device monitoring error "only the left device was implanted". The patient's medical history included vaginal delivery in (B)(6) 2009. Previously administered products included for an unreported indication: depo provera in (B)(6) 2009. Concomitant products included levonorgestrel (mirena) since 2015 for contraception. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced myocardial infarction ("heart attack"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("nuero condit/problems"), migraine ("migraines / headaches") and diabetes mellitus ("diabetes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with caffeine;paracetamol (excedrin), insulin glargine (lantus), insulin lispro (humalog), metformin, paracetamol (tylenol), coronary stent and surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nervous system disorder, weight increased, diabetes mellitus and myocardial infarction outcome was unknown and the dyspareunia and migraine had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, myocardial infarction, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury bladder problems ,uti, vaginal infection ,vaginal discharge. Only the left device was implanted because there was too much scar tissue on the right side, which prevented implantation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (left tube occluded), the left device was implanted in the right spot and the tube was blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.